Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 4.5x12mm nc trek is being filed under a separate medwatch MFR number. Evaluation summary: the device was returned for evaluation. The reported shaft kink and shaft separation were confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Additionally, it should be noted that the nc trek instructions for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 99% stenosed, moderately calcified lesion in the moderately tortuous right coronary artery (rca). The 2.0x12mm nc trek balloon dilatation catheter (bdc) failed to cross the distal lesion; thus it was successfully used to pre-dilatate the mid and proximal lesion. Resistance was met during further attempts to advance the nc trek bdc to the distal lesion, force was applied, and the proximal shaft kinked, then separated. The nc trek bdc was removed without reported issue. Rotablation was performed and the distal lesion was successfully pre-dilatated using a 2.0mm rx trek bdc. A 3.5x33mm xience xpedition stent implant and a 3.5x23mm xience xpedition stent implant were successfully deployed. During post-dilatation with the 4.5x12mm nc trek bdc, the balloon ruptured at 18 atmospheres (atm) and was removed without reported issue. Reportedly, the nc trek bdc was soaked and prepped prior to use with no issue or leak noted during preparation. Post-dilatation was completed with a 4.5mm non-abbott bdc to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.